Manufacturer narrative:
Additional information was received that the patient went to the emergency room at (B)(6) but patient had not known what doctor she had seen with.

Event description:
A report was received that after the patient turned the stimulation on, the patient experienced overstimulation and had a fall. The fall broke the patient's arm near the wrist. It was believed that it was device related. It was also reported that when the stimulation was turned on, the patient placed the unlocked remote control (rc) into a purse and something in the purse might have pressed the increased button and the stimulation was in a very high level. The pain doctor advised the patient to visit the emergency room (ER) for the broken wrist.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that after the patient turned the stimulation on, the patient experienced overstimulation and had a fall. The fall broke the patient's arm near the wrist. It was believed that it was device related. It was also reported that when the stimulation was turned on, the patient placed the unlocked remote control (rc) into a purse and something in the purse might have pressed the increased button and the stimulation was in a very high level. The pain doctor advised the patient to visit the emergency room (ER) for the broken wrist.